Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: mach1. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast in the inflation lumen and the balloon was loosely folded. This is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator filled with water was used to pressurize the balloon. There was a pinhole rupture in the middle portion of the balloon, thus confirming the reported rupture. Balloon material ruptures may be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Scanning electron microscopy (sem) analysis concluded that the balloon failure may be attributed to mechanical damage to the outer diameter surface of the balloon. The leak was found in a fold with mechanical damage around the leak. The inner member in the vicinity of the balloon leak also exhibited damage. In this case, since there was no report of any leaks noted during preparation for use, and the catheter was initially pressurized twice without incident, this suggests that the balloon and inner member were not damaged prior to the procedure. Based on the information provided, the lesion was mildly tortuous and moderately calcified, which may have contributed to the reported difficulty. The balloon material and inner member likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident, the returned product analysis, and the results of the sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that during a procedure in the mildly tortuous and moderately calcified proximal left anterior descending artery, a 3.0 x 15 voyager nc was used for pre-dilatation. The balloon ruptured during the third inflation at 16 atmospheres. A 3.0 x 18 promus stent was implanted in the lesion and post-dilatation was done with a new 3.0 x 15 voyager nc. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information has been provided.